Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2135147-2021-00142, 2135147-2021-00144. On (B)(6) 2021, a 8x6 mm amplatzer duct occluder was selected for implant in a (B)(6) month old child with a short and wide patent ductus arteriosus (pda). During the procedure, introduction of the catheter induced an arrhythmia and required cardioversion to resolve. Once the patient rhythm was returned to normal, the device was implanted and detached from the delivery cable in the pda. The device then was found to have embolized into the patients pulmonary artery. Another attempt was made with a 10x8 mm amplatzer duct occluder, but this device embolized as well. A third attempt was made with an 8 mm amplatzer vascular plug ii, but again the device embolized. All devices were removed and the procedure was aborted with no device implanted. The patient is stable with no adverse health consequences. The physician believes that the cause of the event was due to mis-sizing of device.